Event description:
Pt is a 54 y/o male with a history of insulin dependent diabetes mellitus and hypertension which has brought on renal failure. The pt was determined to be a candidate for hemodialysis. On 4/29/97, a perma-cath catheter was placed in the right internal jugular vein for the purpose of venous access for the pt's dialysis treatments. The pt began complaining of chest pain. A pa and laterial chest x-ray was performed on 3/25/98, confirming the presence of 2.5cm x 3mm piece of the catheter lodged in the inferior right hilar region of the pulmonary artery to the right lower lobe. Subsequently, the pt underwent removal of the main piece of the perma-cath in the surgeon's office. However, the catheter tip remains lodged in the pulmonary artery. The pt has been referred to another medical center for consultation as to the best and safest means of pt management.